Event description:
It was communicated on (B)(6) 2025 that the patient was admitted from (B)(6) 2025 to (B)(6) 2025.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a major bacterial driveline infection on (B)(6) 2025. The infection was newly reported. The patient required surgical and medical therapy. The infection was dependent on patient condition and clearly related to the device. They underwent an invasive surgical procedure with negative pressure wound therapy. Hospitalization was ongoing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.